Manufacturer narrative:
Initial.

Event description:
It was reported that dosing stopped when the user changed to a new fsl3+ cgm sensor, and the system displayed an 8-minute warmup remaining; the user declined to enter a manual fingerstick and chose to wait for warmup completion. Symptoms included no reported adverse effects, and the user felt well. Outcomes included no impact to blood glucose during the call and no need for medical care. Investigation included troubleshooting and education to confirm cgm warmup status within the device menu and reinforcement of options to resume dosing via manual entry. Investigation of this case revealed that dosing cessation was consistent with expected cgm sensor warmup behavior after sensor change, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was normal device operation during cgm warmup following sensor replacement.